Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative zimvie received one (1) unknown zimmer screw for evaluation. Visual evaluation was performed, a fracture has been identified at the threads. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was torque applied during placement/ seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the threads. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
During a check up, it was discovered that the implant and the screw fractured at tooth site #36. Screw was fractured at the threaded part, the implant was fractured at the collar. This report refers to the fractured screw.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided, d1: brand name unknown / provided, d4: additional device information: unknown / not provided, d10: concomitant medical product: tsvb11, impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm, lot: 1227814, e1: email address: unknown / not provided, g4: premarket identification PMA/510(k) #: unknown / not provided, h4: device manufacturer date: unknown / not provided.